Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called reporting alarms and a blank display on her insulin pump. Customer's blood glucose level is 176 mg/dl. Customer's device alarmed on (B)(6) 2014. Today the device has a blank screen. Customer uses energizer batteries. There is no physical damage to the device. It was not bumped or dropped. It was not exposed to moisture. The battery cap, battery compartment, and spring are not damaged or corroded. Customer tried inserting a new battery, but the display did not return. She was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.